Manufacturer narrative:
Follow-up #1: date of submission: 11/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2016 with the following findings:. Pump fails to power on. Unable to perform some steps due to no power to pump. No damage found to battery cap or battery compartment. Battery cap attaches securely to pump. Moisture visible in display. Pump case is cracked near top right corner of display. Pump leaks at crack in case. Pump opened and moisture damage found on printed circuit board . No power to pump due to moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 06/14/2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.